Event description:
It was reported that an asymptomatic patient presented in the operating room for a dft and during the test the lead was observed to have externalized conductors. The electrical function of the lead was observed and tested and no anomalies were detected. The lead remains implanted and the patient will continued with routine follow-ups by the physician.

Manufacturer narrative:
(B)(4).